Event description:
A clinical specialist (cs) observed that following connection of the liver to the device, it had not entered liver on board mode as anticipated. The cs attempted to troubleshoot the issue. Arterial pressure did react to the interventions, but not significantly enough for the device to recognize the liver (pressure 11 - 13 mmhg). As a last step, the device user clamped the arterial line in the bowl and squeezed the arterial line close to the oxygenator and then near to the arterial pressure sensor. The device recorded a high pressure and the machine went into liver on board as expected.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Manufacturer narrative:
All sensors observed to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.

Event description:
A clinical specialist (cs) observed that following connection of the liver to the device, it had not entered liver on board mode as anticipated. The cs attempted to troubleshoot the issue. Arterial pressure did react to the interventions, but not significantly enough for the device to recognise the liver (pressure 11 - 13 mmhg). As a last step, the device user clamped the arterial line in the bowl and squeezed the arterial line close to the oxygenator and then near to the arterial pressure sensor. The device recorded a high pressure and the machine went into liver on board as expected.

Event description:
A clinical specialist (cs) observed that following connection of the liver to the device, it had not entered liver on board mode as anticipated. The cs attempted to troubleshoot the issue. Arterial pressure did react to the interventions, but not significantly enough for the device to recognise the liver (pressure 11 - 13 mmhg). As a last step, the device user clamped the arterial line in the bowl and squeezed the arterial line close to the oxygenator and then near to the arterial pressure sensor. The device recorded a high pressure and the machine went into liver on board as expected.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The peliminary findings are that the root cause of the issue seems to be faulty pressure sensors. The faulty sensors cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion.